Event description:
It was reported the patient had an implantable neurostimulator (ins) implanted but had it replaced with a different ins because the smaller ins "wasn't powerful enough." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).